Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported 'replacement due to rupture of left device' and later 'rupture and capsular contracture baker grad iii/IV for the left side device.' Combined mammography and ultrasound results state: 'discrete diffuse fibrotic affectation of the glandular parenchyma in both sides, signs of complication due to rupture of the left implant and integrity of the contralateral. Diffuse benign mastopathy of the fibrocystic type, without macronodules or signs of degeneration.' Device was explanted and replaced with non-allergan brand. Record is for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture & capsular contracture return of the device for examination has been requested. No additional information is available at this time. Continued h.6(health impact codes): f2203 - image required. Continued report source g2. (B)(6).

Event description:
Healthcare professional reported 'replacement due to rupture of left device' and later 'rupture and capsular contracture baker grad iii/IV for the left side device.' Combined mammography and ultrasound results state: 'discrete diffuse fibrotic affectation of the glandular parenchyma in both sides, signs of complication due to rupture of the left implant and integrity of the contralateral. Diffuse benign mastopathy of the fibrocystic type, without macronodules or signs of degeneration.' Device was explanted and replaced with non-allergan brand. Record is for left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device.

Event description:
Healthcare professional reported 'replacement due to rupture of left device' and later 'rupture and capsular contracture baker grad iii/IV for the left side device.' Combined mammography and ultrasound results state: 'discrete diffuse fibrotic affectation of the glandular parenchyma in both sides, signs of complication due to rupture of the left implant and integrity of the contralateral. Diffuse benign mastopathy of the fibrocystic type, without macronodules or signs of degeneration.' Device was explanted and replaced with non-allergan brand. Record is for left side.